Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited loss of capture (loc) and pacing inhibition. The patient was pacemaker dependent with an escape rate in the 40 beats per minute (bpm) range and experienced asystole and pre-syncopal episodes. Threshold measurements were noted to have been increasing and the right ventricular automatic capture (rvac) was noted to be programmed on; however, no back up pacing was observed as was expected upon review of stored electrograms (egm). It was noted that no loc was observed when the output was manually programmed to 4.5 volts. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. An invasive procedure was performed. The device was explanted and replaced and the ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.